Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The pipeline was returned for evaluation without the pushwire and catheter. One end of the pipeline was found opened with damaged braid. The other end of the pipeline was not opened due to damaged braid. No other anomalies were observed. Based on the above findings, the customer's complaint could not be confirmed. It is possible that the damage to the braid and tortuous anatomy may have contributed to the reported issue. However, the cause for damage could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Per pipeline IFU (instructions for use): do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.

Event description:
Medtronic (covidien) received information that during a flow diversion treatment of an un-ruptured saccular right cavernous carotid aneurysm, the physician reported that the proximal end of the pipeline would not open (MDR MFR#2029214-2015-00569). It was reported that the patient's vessel was moderately tortuous with one really sharp turn. The physician attempted to deploy the pipeline in the cavernous segment of the internal carotid artery (ica) just proximal to the anterior choroidal artery. Upon deployment the proximal end would not open despite many attempts. After several hours and attempts the physician was able to snare the pipeline device and remove it from the patient. The physician then placed another pipeline device with no difficulty. One day post procedure, the patient suffered right hemisphere ischemic stroke (MDR MFR# 2029214-2015-00570). The patient experienced left hemiparesis and was lethargic. The MRI result showed infarct distal to the aneurysm. The patient was going through stroke care and rehabilitation due to some motor deficit.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis ; therefore, the event cause could not be determined. Same event as reported in 2029214-2015-00570.